Event description:
Two stents were successfully placed in an sfa. During fluoroscopy post procedure, the catheter tip was observed to be in the proximal popliteal segment. The tip stayed on the guidewire and it was removed. There was no effect to the pt. The event occurred in (B)(6).

Manufacturer narrative:
Eval summary: the device was returned for analysis. The catheter was exercised and there were no noted issues. The tip overmold was examined; lifting and splitting of the proximal end of the tip was noted. The overmold was on the guide wire. Necking of the tip lumen at approximately 15mm from the distal end was noted. The thermal bond at the ratchet stem was intact. Damge to the distal end of the terumo introducer sheath was observed. It was concluded that the proximal end of the tip interacted with the distal end of the introducer sheath during device withdrawal after successfully implanting the stent. The ipsilateral vessel approach with a short introducer (10cm) likely created a sharp distal end angle of the introducer in the vessel. As the physician extracted the stent delivery system through the introducer, the tip overmold was angulated by the introducer and the introducer's distal edge snagged the proximal end of the tip overmold. The tip lumen stretched slightly with the overmold bond to the lumen resulting in detachment of the overmold. A CAPA for this type of event has been opened.